Manufacturer narrative:
(B)(4). The device was serviced on-site by a service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of open door alarm and the door would not close was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an open door alarm and the door could not close. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.